Event description:
A (B)(6) male was admitted for a scheduled septoplasty, repair of nasal vestibular stenosis and bilateral partial turbinectomy secondary of a deviated septum, vestibular stenosis and turbinate hypertrophy. Initial pattie counts were correct per the intra-op log documentation. While preparing to start the procedure, the surgeon cuts the green strings from the cottonoids that will be used to apply topical cocaine and secure hemostasis. The surgical procedure was performed without incident and as consented. Prior to the end of surgery, the first count was performed by the original surgical tech and circulating rn. The count was found to be incorrect and a missing cottonoid (0.5x3"). Per the policy, the surgeon was notified and stopped the surgical procedure. The staff requested add'l assistance. Two other staff members assisted with inspecting the surgical field, surgical tables, floor, room and trash. They were unable to locate the missing cottonoid and informed the surgeon that an x-ray would be necessary per the operating room policy. The x-ray noted one, possibly two radiopaque foreign bodies in the left nasal passage likely reflecting the missing cottonoid. The surgeon re-excised the septum. Located the missing cottonoid and removed it. The operating room manager was notified of the incident. All of the operating room staff identified the missing cottonoid. The following 2 final counts were performed and deemed correct. At the end of the case, the pt was transferred to pacu where he had a full and uneventful recovery. On (B)(6) 2013, per the surgeon's h/p, the pt is admitted for a scheduled septoplasty revision secondary to (B)(6) 2013. Initial counts were performed and deemed correct. Surgical procedure initiated by surgeon. Septum was excised and per the surgeon's dictation, a foreign body consistent with a portion of the previously placed nasal pledget was identified, two string-like portions of the pledget, as well as a small portion of the pledget was retrieved. The pathology report states that, the specimen labeled "foreign body" consists of two elongated strips of blue cloth-like synthetic material, which are 4.0 and 7.5 cm in length, and have a maximum width of 0.2cm. Root cause analysis identified the following contributing factors: communication among staff members. Alteration made to visual cue string that did not make it readily identifiable by staff. Possible defect inherent to the cottonoid concerning the inadequate adhesive attachment of the radiopaque and green string to the rayon fibers. Probable cause related to an equipment malfunction rendering the adhesive stripping on the string and radiopaque strip as defective. It may have contributed to the rayon portion of the cottonoid becoming separated from both the string and the radiopaque strip.